Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the device was not returned for evaluation. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pericardial effusion, and subsequent hematoma, could not be confirmed. However, device manipulation during the tavr procedure may have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), one day after the successful implant of a 23mm sapien 3 valve by transfemoral approach in the aortic position, the patient was hypotensive and suffered complete cardiac arrest. CPR was performed and echocardiography showed a pericardial tamponade. A pericardial drainage maneuver was performed. The patient was then transferred to the operation room for an inspection surgery, which showed no evidence of perforation, but an extended left ventricle hematoma was observed. Two days post tavr procedure, the patient was stable, had been extubated and was under control in ICU.

Manufacturer narrative:
Additional information was received. The patient is doing well and has been discharged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.